Event description:
Per the clinic, the patient internal device was exposed. Subsequently, the device has been explanted (date not reported). The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
According to the clinic, the patient's skin had become increasingly fragile with age. The patient subsequently developed an infection and was treated with oral antibiotics. It was reported that the infection resolved following explantation surgery.